Manufacturer narrative:
(B)(4). Device evaluated by MFR: the 6f guidezilla¿ ii guide extension catheter was returned for analysis. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. There was blood on the device. Inspection revealed extensive damage (abrasions/roughed up/nicks in material) to the outside area of the distal tip. The tip and distal shaft of the guidezilla device was measured with a calibrated lasermic. The guidezilla outer diameter of the tip and undamaged distal shaft met device specifications. Inspection of the remainder of the device found no damage or irregularities. The root cause assigned is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 10 jan 2018. It was reported that there was resistance advancing the device through the vessel a 6f guidezilla¿ ii guide extension catheter was selected for a percutaneous coronary intervention in the distal left coronary artery. However, the device did not advance at all from the left main trunk to the left coronary artery. After replacing the device with a competitor's device, the procedure was completed successfully. No patient complications were reported. However, device analysis revealed extensive tip damage.